Manufacturer narrative:
The investigation of automated impella controller (aic) - purge disc/flag issues has been completed. According to the device analysis the cause of the issue was a defective component. The following have been reported incorrectly or missing from manufacturer device report. B3 date of event d2 common device name revised on manufacturer device report in accordance with updated procedures e1 name prefix/title e2 should have been selected as no. E3 occupation g1 reporting contact email revised on manufacturer device report in accordance with updated procedures. G1 reporting contact fax number missing.

Event description:
The us complainant reported the automated impella controller (aic) had a broken purge clip. There was no reported patient harm.

Manufacturer narrative:
The automated impella controller (aic) controller was received for evaluation. Upon investigation completion, a supplemental MDR will be filed.